Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted, however, a photo was supplied by the customer. The photo displays a hemostasis sheath with the arteriotomy locator inserted. The distal tip of the sheath is torn. The complaint can be confirmed for hemostasis sheath mechanical damage. The exact root cause cannot be determined. The likely cause is the sheath tip was damaged during insertion into the patient. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the angio-seal was found torn on opening. The procedure was completed using another new angio-seal device. There was no blood loss by the patient. The procedure being performed for the patient was a femoral percutaneous coronary intervention (pci). There was no blood loss. Additional information was received on 16apr2025: the device remains in their original package while in the storage location.